Event description:
It was reported that a plate was found bent and three screws were found to have broken eleven weeks after surgery. The bent plate and broken screws were removed during a revision lapidus procedure. The procedure was completed successfully with no surgical time delay. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there are no complaint related anomalies. The device history record shows this lot of va-lcp first tmt fusion plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all specifications at the time of acceptance with one ncr generated: ncr #us1045215 was written against 7 bars in lot number 6560262 which was rejected for ¿discoloration along bar (shop dirt)¿. The rejected bars were dispositioned as ¿conforms¿ as ¿per evaluation of bars with manufacturing engineers, the shop dirt or residue will be removed, all external surfaces will be removed during processing. Minor shop dirt is acceptable.¿the complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.